Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no blank display noted. Insulin pump received with no physical damage noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was over 300 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds and did not return. Customer states battery compartment was neither damaged nor corroded. Customer states display did not return after insulin pump restart. Customer declined troubleshooting for high blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.